Event description:
It was reported that a 23mm 3300tfx aortic valve implanted for seven (7) years and five (5) months had aortic stenosis secondary to structural valve deterioration. Valve-in-valve is under consideration. The device was originally implanted or aortic valve replacement to correct aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to a1, a2, a3, b5, b7, d4, h6.

Event description:
Edwards received information that a patient with a 23mm 3300tfx aortic valve implanted seven (7) years and two (2) months was diagnosed as aortic stenosis secondary to structural valve deterioration caused by calcification. Valve-in-valve procedure is under consideration.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including dialysis.